Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use (IFU) final mitraclip nt system positioning instructs the user to rotate the delivery catheter (dc) handle to align the clip arms perpendicular to the line of coaptation. As it was reported that the user failed to confirm if the clip arms were perpendicular to the line of coaptation, it appears that user technique contributed to the reported single leaflet device attachment (slda). All available information was investigated and the reported slda appears to be related to patient morphology/pathology (prolapsed leaflets) and the user error of not confirming if the clip arms were perpendicular to the line of coaptation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the additional information was obtained: before the mitraclip procedure, the patient presented with anterior leaflet prolapse.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the mitraclip detached from one leaflet, while remaining attached to the other leaflet. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4 with prolapse. The first mitraclip was successfully implanted. A second clip delivery system (cds 71109u163) was advanced and mitraclip was positioned on the leaflets without issue. Reportedly, the clip arms were not confirmed to be perpendicular to the line of coaptation. During deployment and lock line removal, the mitraclip detached from the posterior medial leaflet (single leaflet device attachment). As treatment, a third mitraclip was successfully implanted and the mr had been reduced to grade 1-2. There was no additional information provided regarding this issue.